Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Block d1: correct brand name is ot ultra meter. Block g5: 510k is k062195.

Event description:
On march 31, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter would power off during use then display an error 2 message. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter issues began on (B)(6) 2020 at 4:30 pm. The patient informed the csa that she manages her diabetes with a combination of oral medication (jardiance and glimepiride). The patient denied making any changes to her usual diabetes management regimen due to the alleged issues. 10 minutes after the alleged issues began, while on the phone to lfs, the patient felt her blood sugar go low and reported ¿sweating and shaking¿. In response to the symptoms, the patient consumed a salad, drank coke and reported feeling better afterwards. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issues began. The subject meter could not be ruled out as a cause or contributor to the event.